Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/3/2024, it was reported by a sales representative via email that an ar-8979p dx swivelock anchor was stuck to the shaft and could not be inserted. This was discovered during a tendon repair procedure on (B)(6) 2024. The case was completed using a new anchor. Attempting to remove the anchor from the shaft delayed the case for fifteen to twenty minutes.

Event description:
Additional information received on 10/7/2024: additional anesthesia was not needed for the delay in the case. The case was completed using a new ar-8979p dx swivelock.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.